Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion located in the 1st diagonal. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that a dissection occurred the device failed to cross the lesion. It was also reported that a dissection occurred during attempt to deliver the stent to the vessel. It was stated that there was a bit of a acute angle to get in the lesion and the device failed to cross the lesion. The patient is alive with no further injury. The procedure was completed with another stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion in the 1st diagonal was a non-tortuous, mildly calcified lesion with 70% stenosis. The lesion was pre-dilated with a euphora balloon. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. It was reported that a dissection occurred in the left anterior descending (lad) artery. The dissection was not treated. Correction: it was later reported that the onyx frontier was being placed in the lesion that had a dissection. Initial reporter name and phone number. Facility details. Annex f code. Sections b.1.adverse event or product, and b.2. Outcome attributed to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.